Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no conductor issues but found dried blood/body fluid in the tip area which would inhibit helix function and the lead body was twisted/deformed. Resistance testing found the lead was electrically continuous, therefore the electrical or physical allegations were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to twiddler's syndrome causing phrenic nerve stimulation (pns). The dislodgement was confirmed with a chest x-ray. The patient underwent a surgical intervention wherein the lead was explanted due to a kink, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been returned. If the product is returned this report would be updated with any pertinent information at that time.

Event description:
It was reported that this right ventricular (rv) lead was dislodged due to twiddler's syndrome causing phrenic nerve stimulation (pns). The dislodgement was confirmed with a chest x-ray. The patient underwent a surgical intervention wherein the lead was explanted due to a kink, and a new lead was implanted. No additional adverse patient effects were reported.